Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient's cgm reading was around 170 mg/dl but was unsure of the exact value. He then took his regular 12 units of insulin and went outside. Prior to taking the insulin, no fingerstick was performed as he doesn¿t have a meter. After an unspecified time, he was about to pass out and was rushed to the hospital. Patient was unable to provide the cgm reading before he was rushed to the hospital. Upon the arrival at the hospital, a fingerstick was performed with a reading of 188 mg/dl while the cgm reading shows 92 mg/dl. He unable to recall the medication/treatment given but said he was given medication to increase his blood sugar. He was in the hospital for 5 hours. When the reported the issue he was already doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator with cgm reading of 170 mg/dl. The reported glucose values fall within the b zone of the parkes error grid was taken upon the arrival at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.